Manufacturer narrative:
This is one of one initial/final MDR report being submitted for this complaint. The event was received via a voluntary medwatch MDR report number # mw5059734. The malfunction reported in maude report was assessed to be non-reportable, however this initial 3500a report is being submitted to report the DHR review results. As reported in maude "patient was being treated for a ruptured anterior communicating aneurysm. Several coils were already in the aneurysm without any issue. The problems were encountered with some finishing coils. First 2x2 coil tag release mechanism split in two ¿like a hair with a split end¿ and the coil could not be used. Second 2x2 coil, back green piece was cracked in half, and the coil was exposed between the two green ends as the coil advanced in the microcatheter. Coil was not used and had to be removed. No adverse events were reported." (B)(4). Malfunction reported in maude reported is assessed to be non-reportable. The deltaplush will not be returned; therefore the root cause of the damage occurring to the two units cannot be determined. A review of the manufacturing documentation associated with this lot (c31902) presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Since there was no evidence of a manufacturing issue related to the event, no corrective action will be taken at this time.

Event description:
.